Event description:
The manufacturer was informed of the following event through device tracking department. Based on the information in patient registration forms, on 19 april 2023, patient received a perceval plus valve size s. Reportedly, on 10 may 2023, the device was replaced with another similar device pvf-s. No indication of device malfunction has been received from the site. The manufacturer was informed that no further information is available.

Manufacturer narrative:
H3 other text : unknown disposition.

Manufacturer narrative:
Manufacturer attempted to follow up with the case but was informed that no further information is available regarding this case. The manufacturing and material records for the perceval plus heart valve, model # pvf-s s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a (model # pvf-s) perceval plus heart valve at the time of manufacture and release. Based on the limited information available and since the device was not returned to the manufacturer for further investigation, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.